Manufacturer narrative:
Comment: the physician reported that one of the cartridges contained 14 seeds instead of the planned 15. This seeds during the prostate brachytherapy procedure instead of the planned 93. While this is only a very marginal dosing difference, it does result in less radiation therapy being delivered to the patient than originally intended. Theoretically, receipt of a dose lower than originally prescribed by the physician could result in a decreased likelihood of therapeutic success, and this is a situation where the treatment is intended as curative for the patient's prostate cancer. (Albeit quite small in that the patient apparently did receive 92 of the intended 93 seeds), and this event is reportable. There is no evidence of patient harm as a result of the event evaluated in this assessment. As part of a retrospective review this complaint has bee reopened for additional investigation and analysis. This is ongoing at the time of reporting.

Event description:
This is a medical device report received on (B)(6) 2012 from a medical physicist regarding a shortage of seeds at the time of implant. It was reported that during a brachytherapy procedure that occurred on (B)(6) 2012 that only 14 seeds were contained in a cartridge when 15 should have been available for implant. No double drop of seeds had been noted during the procedure. A review of dispatch records at (B)(6), confirmed that 93 seeds were ordered. No adverse event or patient harm was reported as a result of this device report.